Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3 , h6.

Event description:
Healthcare professional reported, "deflation". This record is for a right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.